Event description:
It was reported that the device was running on its own during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR and a quality investigation was conducted. Per the quality inspection, various components were worn and corroded. The suggested components were repaired and/or replaced.